Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitters were showing comm loss. The multiple patient receivers (org) were up and running fine. The remote network stations (rns) could see all monitors devices. The bme later reported that the issue was resolved, but could not provide information regarding how it was resolved. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to the transmitter or org receiver being disconnected from the network. The reported communication loss was resolved by restarting the customer's host 1k server application. It was discovered that their servers experienced an unclean shutdown and was unable to start up on its owned. Based on this information, the root cause is likely related to an ungraceful exit. As the servers were not returned for evaluation, a root cause cannot be determined. Ungraceful exits are commonly caused by use error or power loss. Complaint history review of pu-621ra serial number 810 reveals no additional complaints reporting communication loss. There is no evidence of an nk device malfunction.

Event description:
The biomedical engineer (bme) reported that the transmitters were showing comm loss. The multiple patient receivers (org) were up and running fine. The remote network stations (rns) could see all monitors devices. The bme later reported that the issue was resolved, but could not provide information regarding how it was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitters are showing in communication loss. The multiple patient receivers (org) are up and running. The remote network stations (rns) can see all of them. They stated that locally at the central nurse's station (cns), the primary monitoring unit, it was showing communication loss. The bme later stated that the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network stations model: ni sn: ni multiple patient receivers model: ni sn: ni telemetry transmitters model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the transmitters are showing in communication loss. The multiple patient receivers (org) are up and running. The remote network stations (rns) can see all of them. They stated that locally at the central nurse's station (cns), the primary monitoring unit, it was showing communication loss. The bme later stated that the issue was resolved. No patient harm was reported.